Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. The reported issue was confirmed during review of the event history. Functional testing did not duplicate the issue. The cause was traced to the optocoupler misaligned in the case. The alignment was readjusted during reassembly of the top case and the device then passed all testing.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a syringe not in place error message was displayed. There was no patient involvement.